Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer called to report low and high blood glucose levels. The customer's reading ranged from 49 to 521 mg /dl. The customer did not treat. The customer's symptom included dry mouth. The customer was sent a tubing clamp and was advised to call back to perform the high pressure test. The customer removed the infusion set and found a bent cannula. The insulin pump was not replaced or returned for analysis.